Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to incorrect electrode placement and poor performance with the device. The patient was reimplanted with another cochlear device during the same surgery.